Manufacturer narrative:
Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that surgery occurred to explant and replace the ipg and to reposition the ipg site from the right abdomen to the right flank to address the issue.

Manufacturer narrative:
¿Date of event¿ is estimated.

Event description:
It was reported that the patient experienced discomfort at ipg site. Surgical intervention may occur to address the issue.